Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open wound under the garment. The garment was extremely tight on the patient. The patient was instructed to use neosporin on the wound by their nurse. There is no indication of a device malfunction that caused the irritation. The irritation was clearing up and had improved.